Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, opening on anterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Additional observations: ¿ crease fold observed. ¿ wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Healthcare professional reported, left side deflation. Device remains implanted.